Manufacturer narrative:
Additional information from the customer: the doctor performed an exploratory lap and confirmed no full-thickness perforation. Was indented at the endometrium (they also required the laparoscopy for another procedure they were already doing).

Event description:
It was reported that on (B)(6) 2024 a novasure procedure was performed and during the procedure, the doctor did not seat the devices as recommended, and before starting the ablation a vacuum alarm was received. A hysteroscopy was performed and the doctor noticed a hole in the fundus, after a lap was done it was noticed a potential partial perforation. The procedure was aborted. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.